Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report a leak in connection with a unicel dxc 800 synchron system. The albumin module was leaking after maintenance was performed. The customer had checked for pinched tubing and found none. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for the event. The fse cleared an unknown obstruction and performed a preventive maintenance. Repair was verified per established procedures. (B)(4).